Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter tilt and perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: tilting of the filter and perforation.

Manufacturer narrative:
Section b5: information received per the medical records state that four years and one month prior to the index procedure the patient underwent an open reduction, internal fixation of right comminuted distal femoral fracture and repair of a right quadriceps tendon tear that were sustained in a motor vehicle accident. Three months prior to the index procedure the patient fell and sustained a right hip fracture and underwent an intramedullary fixation of right hip fracture. Additional information received per the medical records indicate that the filter was placed due to extensive iliofemoral deep vein thrombosis (dvt) on the right side. During the filter implant procedure direct aspiration of thrombus was performed and showed improvement, but there was persistent clot burden. As a result, a lysis catheter was positioned across the femoral vein and lytic begun. The records also state that there was extensive iliofemoral dvt, no significant thrombus was seen in the ivc. The filter was placed in a good position and there was some improvement after lysis. One day after the index procedure the patient was brought back to the catheterization laboratory and an 8 mm balloon was used to dilate the length of the femoral vein and resolve existing thrombus and also to macerate the existing clot. This was done in the superficial and common femoral, subsequent imaging showed improvement but persistent thrombus. A fogarty catheter was then pulled across the length and aspiration was performed using a catheter. Subsequent images showed significant improvement, the catheter and sheath were then removed. The results of abdominal computed tomography (CT) scans done approximately four years after the index procedure indicate caval perforation, with 6 prongs perforating the ivc up to 1.64 mm. The review also noted filter tilt in coronal and sagittal images. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc) and tilting of the filter. The patient became aware of the events approximately four years after the index procedure. The patient also reports fear, mental anguish related to the filter. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a motor vehicle accident with right femoral fracture with open reduction and fixation and repair of right quadriceps tendon tear. The patient was further reported to have fallen on a later date and sustained right hip fracture with subsequent intramedullary fixation of the right hip. The indication for the filter placement, three months after the patient¿s fall, the patient developed extensive right-sided iliofemoral deep vein thrombosis (dvt). The patient underwent aspiration and lysis of the thrombus. No significant thrombus was seen in the inferior vena cava (ivc). The filter was implanted via the left femoral vein in the ivc in a good position. Some improvement in the clot burden was noted prior to the completion of the procedure. The next day, the patient underwent balloon angioplasty along the superficial and common femoral veins to macerate the existing clot. Subsequent imaging revealed improvement but with persistent thrombus. Further aspiration was conducted with significant improvement. Approximately four years after the filter implantation, the patient underwent computerized tomography (CT) scanning that revealed caval perforation with six prongs perforating the ivc by up to 1.64mm. The study also noted that the filter was tilted. The patient further reported having experienced fear and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.